Event description:
It was reported that during a stenting procedure involving a calcified lesion in an unspecified location, the maverick2 monorail balloon ruptured at 10 atms on the initial inflation. The maverick2 monorail balloon was being used to predilate the lesion for placement of a stent. The procedure was succesfully completed with a quantum maverick monorail balloon catheter. No patient injuries or complications were reported. Patient status is reported as 'okay'.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information become available, a supplemental medwatch report will be filed. The manufacturing records for top assembly batch 8698497 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. There are no similar complaints of this nature related to this batch number.